Manufacturer narrative:
Additional information: concomitant product: baxter 150ml IV bag midazolam injection nacl 0.9%, therapy date unk. The customer¿s report of an IV set leak was confirmed. The set was visually inspected for damages such as cracks, kinks, holes, and tears in the tubing and its components. A small tear was visible on the silicone tubing segment distal to the upper fitment¿s retainer ring. It was measured to be around 0.94mm in length. Further visual inspection of the silicone tubing under magnification did not reveal any crush marks or damage on either the upper or lower fitment. There were no other damages or anomalies observed on the remainder of the set and its components. Functional testing was not performed due to the obvious damage. The leak was due to a small tear in the silicone tubing distal to the upper fitment¿s retainer ring, but the root cause of the tear could not be identified. The suspect set was not returned for investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from an IV tubing during an infusion. There is no report of patient harm.